Event description:
During a laparoscopic cholecystectomy, there was a 1-2cm blanched "halo" around the 12mm subzyphoid trocar site. This was not noticed to be a problem during the case, but pt was checked in the office for follow up and it was discovered. The 12mm port was the only port cautery that was used.